Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿.

Event description:
The user facility reported a leakage of purgeline between the reservoir and filter coinciding with impella support. The leak seemingly resolved itself when purge bypass placed, and no purge cassette change was needed. The pump purge sidearm was broken/damaged during the support. The pump was explanted a week post implantation.

Manufacturer narrative:
(H3) the investigation into the reported "purge leak - pump" has been completed since the original report was filed. Product was returned for investigation. The impella cp pump complete product was not returned, only the sidearm was returned. During visual inspection found that the sidearm filter to be cracked and damaged on the surface. There were no other abnormalities found. The cause of the purge leak was due to the sidearm filter damage with possible ipa interaction.